Manufacturer narrative:
The field service engineer (fse) confirmed fluid leaked in the upper sheath coil, not from the rear of the instrument. The green stripe tubing at the upper sheath restrictor coil had come off and caused diluent to drip down into the instrument. The fse re-attached the green stripe tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, green stripe tubing to the upper sheath coil is the likely cause of the event. The instrument generated "sheath tank not full errors" alerting the operator of an instrument issue. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The affiliate stated the customer reported approximately two milliliters of diluent leaked from the rear of the instrument and onto the counter involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted by the fluid leak. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.